Manufacturer narrative:
Additional information (10-feb-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) recovered higher when processed using specific calibration but within the customer¿s expected ranges, indicating that the calcium_2 (ca_2) assay was performing acceptably. Siemens determined that there was no issue with performance of the atellica ch 930 analyzer. The cause of the event is unknown. Siemens conducted an internal investigation in response to the reported event of elevated ca_2 results obtained when calibrated using a specific calibrator for calibration. The internal testing for all chem cal lots tested showed that the ca_2 performance was within the manufacturer's claims. However, to support customers in optimizing patient recoveries when using specific chem cal lot, siemens provided an optional calibrator value assignment, which is only applicable to that calibrator lot. A customer letter is available to support this suggested change. No product problem was identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2024-00365 was filed on 29-dec-2024.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens that discordant elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), and the results were questioned. The samples were not reprocessed. The customer did not provide the information regarding the specific sample identifiers questioned by the physician(s). No treatment was provided or delayed based on the elevated results. There was no delay in reporting results. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ca_2 results.